Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly would not fully deflate in a patent ductus arteriosus (pda). The balloon catheter was allegedly difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. Reportedly, another balloon catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. Only a segment of the pta catheter was returned, with the balloon stuck inside the introducer sheath. The detachment location was examined under microscopic magnification and the edges of the detachment appears to be clean, likely indicating that the catheter was cut. The catheter detachment will be considered an incidental finding, as it was not reported by the user. A bulge was present at the distal tip of the introducer sheath and the balloon material had become prolapsed over the distal tip of the catheter, likely indicating retraction issues and likely the balloon was not fully deflated upon retraction. The distal end of the balloon was protruding from the introducer sheath. No other anomalies were observed to the catheter. The introducer sheath was examined. The distal tip of the sheath was flared, which typically indicates retraction issues. Functional/performance evaluation: an attempt was made to retract the balloon from the sheath; however, this was not possible due to the prolapsed balloon material at the distal end. Additionally, the balloon could not be advanced through the sheath due to the break at the butt joint, which inhibited the pushability. The introducer sheath was then cut off of the device. Once the sheath was removed, the prolapsed balloon material over the distal tip was clearly visible. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The catheter remained in one piece as the polyimide remained intact. The polyimide was bunched at the location of the break. The edges of the butt joint break were examined under microscopic magnification and observed to be jagged. The catheter segment was measured to be 23.5cm in length. Inflation/deflation testing could not be performed due to the condition in which the sample was returned (i.e. Break at butt joint). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break at the butt joint and retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). The investigation is inconclusive for deflation issues as the condition in which the sample was returned (i.e. Butt joint break) prevented full functional testing. The retraction issues and the catheter break were most likely caused by the inability to fully deflate the balloon. However, the root cause for the deflation issues is unknown. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.